Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no blood use were observed. There was no tissue buildup observed on the jaws. The silicone insulation on the cold jaw was cracked and torn away from the tip till almost three-fourth distance from the tip. The boot remained attached at the base of the cold jaw. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to deliver energy for the complaint during our testing. The reported failure mode "failure to delivery energy" was unable to be confirmed. But based on the visual inspection of the device, the complaint was confirmed for "peeled silicone insulation" failure mode. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. I was told by material management that the hemopro was not working during the case. More info to follow from the clinician once I am able to contact him.

Manufacturer narrative:
(B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4): I was told by material management that the hemopro was not working during the case. More info to follow from the clinician once I am able to contact him.